Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opened. A field service engineer removed the cubies through a hardware test application and assisted the customer to fix the cubies which were removed as it was bad to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.